Manufacturer narrative:
No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Event description:
It was reported that the patient's knee dislocated while rolling over in bed. She has been immobilized for 4 weeks. No revision procedure has been performed as of this date.